Event description:
The customer contact reported during start up the device touchscreen would not calibrate. There were no reports of any adverse patient effects and no reported delays in critical therapies while the device was in clinical use.

Manufacturer narrative:
The device was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.